Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during unknown time of an intraocular lens (iol) implant procedure, the haptic failed and not implanted. Additional information was received stating that the lens failed to be inserted because the surgeon noticed that the haptic was bent incorrectly in the introducer. The lens was discarded, and there was no patient contact or harm.